Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent multiple occlusion alarms occurred. Customer reloaded same cartridge and the alarm cleared. Customer's blood glucose was approximately 220 mg/dl. Customer declined tandem technical support's offer to perform a pump system check.